Event description:
Boston scientific received information that this right atrial (ra) lead came loose during device check. Additional information received confirmed that the lead had dislodged. The lead was explanted and a new lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.